Event description:
Approximately two years and eight months post lvad implantation, the site reported that the patient experienced a change of power source in the controller earlier than expected followed by a critical battery alarm (pump stops). Preliminary log file review confirmed pump stops. The batteries were removed from the patient and a new set was supplied.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2014-00783 and 3007042319-2014-00783) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
Information received stated that the issue was resolved after equipment was exchanged. The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2014-00783 and 2014-00784) submitted for devices related to the same event.